Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The premature deployment could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during un-packaging of a 4x60x135 xpert self-expanding stent system, it was noted that the stent was partially deployed. The device was not used and there was no patient involvement. An unspecified stent was used successfully to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.